Event description:
The customer contacted physio-control to report that while pacing a patient, the monitor would not show the ECG rhythm and they were unable to select paddles lead. After some troubleshooting, medical personnel were able to use the device. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to the therapy cable. Physio replaced the therapy cable from the customer's existing inventory and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that while pacing a patient, the monitor would not show the ECG rhythm and they were unable to select paddles lead. After some troubleshooting, medical personnel were able to use the device. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.